Manufacturer narrative:
Since the complaint items were not returned, I-sens proceeded with a root cause analysis using a reference meter and retained strips from the complaint lot. First, as a result of the control solution test, all readings in both a and b levels met the acceptable range. Second, when tested with blood prepared at approximately 147 mg/dl, which is assumed to be the patient's blood glucose level at the time of the incident, all results met the acceptable criteria. Therefore, it was confirmed that the product is functioning normally.

Event description:
The customer is calling on behalf of her husband. She stated he is receiving inaccurate readings. She stated she called the paramedics two weeks ago when reading on the meter was 381. Customer purchased meter two weeks ago. The patient's wife stated she was concerned with his reading and called the paramedics since the reading on classic meter was 381 when she took it at 7:30 am. When the paramedics arrived, he did not have to take any insulin due to the reading received on their meter being 147. The paramedics recommended for meter to be calibrated. No treatment was provided by the paramedics, they tested the patient and left.